Event description:
Event description guidant received information that this pacing system is set up for off-label use as a bi-ventricular pacing system. There is noise on the right ventricular channel that is causing inhibition of pacing. There is also a stored electrogram of false ventricular tachycardia due to myopotential oversensing. The patient is pacemaker dependent. The caller was unable to elicilt any noise with acute testing.